Event description:
While throwing out newspaper, pt fell and snapped her left shoulder. On the day of admission (8/8/94) she was seen in outpt clinic where she was experiencing a great deal of pain when central line was being flushed. X-rays obtained showed that there was a portion of her central line that was loose, located in the right and left main pulmonary arteries, extending towards the left pulmonary vessel.